Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 10 autoclave cycles for the handle. The drive motor failure codes were displayed in the eeprom. A pmv idrive battery pack was loaded into the idrive ultra. The handle displayed blue lights and a blinking green light above the handle status symbol. The handle was disassembled for troubleshooting. It was determined that the bldc (brushless direct current) board was responsible for the reported condition. A break in connection internal to the bldc board led to an intermittent connection to the drive motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the surgeon performed vats (video assisted thoracoscopic surgery) lobectomy. After the operating nurse inserted the battery into the battery compartment and closed the door of the compartment, the blue solid led (light emitting diode) light and green blink led light were shown at the handle. The device was not used on the patient. No reinforcement material was used.